Manufacturer narrative:
H3, h6: one of the reported devices was received for evaluation, along with another device in original packaging with the batch number of the complaint on the label. For the reported device the visual inspection revealed the t1, t2, and suture were not returned. The actuator is stuck at the tip of the needle, the needle assembly is bent, and bio debris is present. The functional evaluation found the actuator will not cycle and remains stuck at the tip of the needle. For the other device received, a visual inspection revealed the t1 was returned off the needle but attached to the suture, the t2 and suture were returned on the needle, the actuator is in the pre-t2 position, the needle assembly is bent and bio debris is present. The functional evaluation found the actuator cycled the t2 off the needle and continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: h2: additional information: h6: health effect - impact code.

Manufacturer narrative:
H10 h3, h6: one of the reported devices was received for evaluation, along with another device in original packaging with the batch number of the complaint on the label. For the reported device the visual inspection revealed the t1, t2, and suture were not returned. The actuator is stuck at the tip of the needle, the needle assembly is bent, and bio debris is present. The functional evaluation found the actuator will not cycle and remains stuck at the tip of the needle. For the other device received, a visual inspection revealed the t1 was returned off the needle but attached to the suture, the t2 and suture were returned on the needle, the actuator is in the pre-t2 position, the needle assembly is bent and bio debris is present. The functional evaluation found the actuator cycled the t2 off the needle and continued to cycle as intended. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy, the t2 of two fast fix 360 could not stayed anchored. The procedure was successfully completed using a smith and nephew back up device. There was no delay. T1 was removed using tweezers. No further complications were reported.